Event description:
02 october 2019 jl: additional information received on 30 september 2019 reported that upon explant, severe calcification was observed on the device. On (B)(6) 2014, a 25mm epic valve was implanted. On (B)(6) 2019, the valve was explanted due to svd and severe calcification and a new 25mm epic valve was successfully implanted. The patient is discharged from the hospital.

Manufacturer narrative:
An event of structural valve deterioration and calcification was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019 jl: additional information received on 30 september 2019 reported that upon explant, severe calcification was observed on the device. On (B)(6) 2014, a 25mm epic valve was implanted. On (B)(6) 2019, the valve was explanted due to svd and severe calcification. The patient is discharged from the hospital.